Event description:
Clinical study. It was reported that 410 days after a coronary drug eluting stenting treatment procedure, the patient required a non-target vessel reintervention. The index procedure treated a 2.5x12mm, 90% stenosed lesion in the saphenous vein graft (svg) to distal right coronary artery (dist rca) with direct placement of a taxus liberte 3.0x24mm drug eluting stent, reducing stenosis to 0%. The procedure also treated a 2.5x12mm, 90% stenosed lesion in the svg to proximal left circumflex (prox lcx) with direct placement of a taxus express2 4.0x12 drug eluting stent, reducing stenosis to 0%. The patient was discharged 7 days later on aspirin, clopidogrel, atenolol and statins. During a routine cycle-test in the 1-year follow up visit, ECG showed st-deviations, but the patient did not have angina. The angiography revealed a 90% focal in-stent restenosis in the svg to prox lcx. 410 days post index procedure, a non-bsc stent was placed in the lesion, reducing stenosis to 0%. The patient was taking aspirin, clopidogrel, and nitroglycerin at the time of this event. The physician assessed the device relationship as possibly.

Manufacturer narrative:
Device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.